Manufacturer narrative:
Catalog number was unknown. Customer reported a tegaderm transparent film dressing (size approximated at 2" x 2") was applied to this patient. Lot number was unknown. Without a lot number, an expiration date and manufacture date could not be determined. Customer reported the product was applied to an existing weeping skin site around a central catheter. Etiology of the reaction was unknown. The reaction did not improve and tegaderm dressings were discontinued. Medihoney, hydrocolloid and another type of transparent film dressing were required for treatment and the reaction resolved. A two year complaint history was reviewed for the tegaderm transparent film dressing family and no trend was seen.

Event description:
A nurse reported an infant was admitted from another hospital with a weeping skin reaction around her central catheter chest site. A tegaderm transparent film dressing was allegedly applied to the site two times, approximately one week apart and the site reportedly worsened. Tegaderm dressings were discontinued, medihoney, hydrocolloid and another type of transparent film dressing were used for treatment. The skin reaction was now reportedly resolved and healed.